Event description:
Low gas inlet pressure alarm would activate even when both the inlet pressures were at 50 psi.

Manufacturer narrative:
Mixer is a component of millennium infant ventilator model number 20409-1 (B)(4). Device received with damage possible due to shipping and/or handling. Manufacturer's testing of the device indicates it was out-of-calibration. This out-of-calibration condition may be a result of not maintaining the device as recommended by the manufacturer. Device missing various parts which indicates attempted maintenance.